Event description:
A surgeon reported that during intraocular lens (iol) implantation, a crack was noticed at the junction of the optic and haptic. The iol appeared to center well and was left implanted. The user facility later reported that the lens had been explanted in 2002.